Event description:
The customer contact reported unrestricted flow. The patient was receiving a blood transfusion. The nurse reported "the blood was infusing at the same rate despite adjusting the calmp" below the filter. The nurse then used the cair clamp above the filter to regulate the flow and the transfusion was completed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was discarded.